Event description:
The device was used during a lobectomy procedure. Reportedly, the instrument would not open after firing. The surgeon manually manipulated the device open. The hospital has reported no patient injury occurred.